Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.

Manufacturer narrative:
Concomitant medical products: architect analyzer. Evaluation: as no method, results or conclusions can be made at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
A 2nd degree skin burn was reported after an avnrt procedure using an unspecified local foreign brand said to be similar to 3m's indifferent electrode, used in conjunction with the stockert generator. The incident was described to occur during psvt cases, where patient felt heat and pain on her back. Later on a burn lesion of approximately 2-3 cm x 4-5 cm in size was discovered. No special treatment for the skin burn was done. The case was completed successfully. The patient's prognosis was satisfactory and patient had been discharged.

Event description:
The customer observed architect error code 1007 (unable to process test, activated read error) when assaying patient samples. When the customer repeats testing of patient samples with the error code, a results is achieved. The customer was advised to change the lot of reaction vessels and observe whether the issue recurs. There was no impact to patient management.